Manufacturer narrative:
E1: patient city: (B)(4). Patient country: poland.

Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set packaging anomaly on (B)(6) 2024. Packaging reported as not sealed properly, misshaped and packaging was not intact. No further information available.